Manufacturer narrative:
The product has been returned for analysis; however, it has not yet been evaluated. Upon completion of the evaluation a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this ev1000 power supply, smoke appeared from it. There was no liquid dropped on the unit. There were no sparks and no fire. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Our product evaluation laboratory received the ev1000 power supply. The power adapter and the power cord were found to be melted. In order to avoid any facility electricity issues, they weren't connected to any power source. The problem was solved by replacing the cables and the system worked without any issue, there were no sparks, smell or fire. The device is being sent to the manufacturer for further evaluation. A supplemental report will be submitted with the results of the additional investigation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The device history record review is in process but hasn't been completed. Once the results are available, a supplemental report will be submitted.

Manufacturer narrative:
The product was returned to the original equipment manufacturer. Crystallized material near the inlet of the power adapter plug was observed. Via the use of scanning electron microscopy (sem) / energy dispersive x-ray spectroscopy (eds), analysis was performed on the crystallized material. The sem/eds analysis report indicated elements of na (sodium) and cl (chorine), which confirmed that saline solution was introduced to the power adapter causing the power adapter to short electrically. The edward¿s operators manual has warnings that states "the monitor and power adaptors must be positioned in an upright position to ensure ipx1 ingress protection¿ and ¿shock or fire hazard! Do not immerse the ev1000 monitor, data box or cables in any liquid solution. Do not allow any fluids to enter the instrument¿. There is a caution statement that reads ¿do not allow any liquid to come in contact with the power connector. Do not allow any liquid to penetrate connectors or openings in the case. If any liquid does come in contact with any of the above mentioned items, do not attempt to operate the platform. Disconnect power immediately and call your biomedical department or local edwards representative." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.